Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burns on the forceps holder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, one possible cause is that the device may have been used in close proximity to the distal end of the scope when using a radiofrequency ablation device, etc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.